Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to incorrect interpretation of signal. No intervention was performed and the patient will be further monitored. The patient was in stable condition.